Manufacturer narrative:
G4: (B)(6)2019. This is a part only request. Replacement touch screen was sent to customer to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21nov2019.

Event description:
The customer reported a ventilator with an intermittent touch screen failure. No patient involvement / harm.